Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an axiem power fault. There was damage to the green communications cable. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The axiem power cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the axiem power/data cable was returned to the manufacturer for analysis. Analysis found that the cable was found to be in good condition with no apparent physical damage. Cable also passed continuity tests with no opens or shorts. No fault found. If information is provided in the future, a supplemental report will be issued.